Event description:
It was reported that the battery housing opened during a knee implant surgery exposing the non-sterile battery to the sterile surgical site. Nothing fell into the surgical site and there were no adverse consequences related to this event. The case completed with alternate equipment.

Manufacturer narrative:
The device was returned to the MFR and the complaint was verified. There was corrosion found on the housing that indicates improper sterilization techniques. The device was scrapped.